Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the red led was illuminated and the charging bay was defective. Therefore, the reported condition was confirmed. It was further determined that the device did not work at all, contact pin and loading bay were worn, red led was moistened at some circumstances, loading bay and housing were damaged and yielded, and the device had a noticeable fall damaged. The assignable root cause was determined to be due to be improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the red led was illuminated and the charging bay was defective on the universal battery charger device. It was noted in the service record that the device did not work at all, contact pin and loading bay were worn, red led was moistened at some circumstances, loading bay and housing were damaged and yielded, and the device had a noticeable fall damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.